Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer attempted to troubleshoot, but the issue persisted. The customer was advised to transduce the central lumen, however, they were unable to aspirate the central lumen and did not have a pressure cable available. The customer was advised to continue to pump with only electrocardiogram (ECG) until a pressure cable could be found. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer attempted to troubleshoot, but the issue persisted. The customer was advised to transduce the central lumen, however, they were unable to aspirate the central lumen and did not have a pressure cable available. The customer was advised to continue to pump with only electrocardiogram (ECG) until a pressure cable could be found. There was no patient harm and no adverse event was reported.